Event description:
It was reported that this right atrial (ra) lead and the left ventricular (lv) lead were explanted and replaced as a result of a system infection. Additionally, the implanted competitor's device and right ventricular (rv) lead were also explanted. No additional adverse consequences were reported and the patient was stable.